Event description:
Boston scientific received information that the patient with this device experienced a ventricular tachycardia (vt) episode with a rapid heart rate and was subsequently hospitalized. After review of an electrogram (egm) the patient's device appeared to be pacing at 130 beats per minute. Upon device interrogation, the physician concluded that the ventricular trigger algorithm was responsible for the device pacing at this fast rate. The pacing rate was reduced and, it became apparent that the patient was in a slow ventricular tachycardia, below all the zones for which the patient would have received therapy. The device was reprogrammed to catch the patient's slow rate. The patient's biventricular device had previously been programmed from dddr to vvir mode due to chronic atrial fibrillation (af). The patient was not in an atrial arrhythmia at the time of the hospitalization. The device was functioning as it was programmed to do. The rate of the patient's arrhythmia was abnormally low & significantly outside the normal range to which zones are normally programmed. No additional adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient with this device went into a ventricular tachycardia (vt) arrythmia. Upon interrogation of the device it revealed that the device had functioned appropriately and provided shock therapy for ventricular tachycardia (vt). The device had exhausted therapy while attempting to treat patient's arrythmia as programmed. All therapy was provided appropriately, the anti-tachycardia pacing (atp) therapy had not been successfully and patient had to be treated with external defibrillation for their arrythmia. Once patient was stable device checked and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient with this device was being biventricular paced at 80 ppm which was causing the patient's heart to go into a slow ventricular tachycardia (vt). Troubleshooting was performed and it was discovered that when the pacing rate was lowered to 55ppm or if there was lv only pacing, the vt onset would cease. It appeared that pacing in the right ventricle was the cause of the vt onset. The device was reprogrammed to ddd at 55ppm with the biventricular pacing offset at -30ms. The patient has stabilized and is currently being hospitalized. The patient did experience some vts below the rate cut off zone and some that resulted in shock therapy delivery; however, no further changes in programming were made. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored closely. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.